Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during initial drain. The home patient (hp) was connected. The hp also stated that all of the clamps were closed on all of the bags. There is no sign of an obvious air leak. The technical service representative (tsr) had the hp cycle the power to the hc machine to clear the alarm and remove the cassette. The hp would start over with new cassette and bags. No patient injury or medical intervention was reported. During a follow-up with the nurse regarding the alarm, it was revealed that the hp had been doing fine and able to continue therapy. There was no patient injury or medical intervention associated with this report. During further follow-up with the caregiver (cg), it was revealed that the cause of the alarm was still unknown and no defects were seen with the setup. The lot number was unknown and no companion sample was available. The hp had been doing fine and continuing therapy on the hc cycler as usual, using the same transfer set with no further issues.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. A batch review was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).